Event description:
Cine image review: rca is diffusely diseased with a 100% occlusion. The occlusion was located immediately distal to a previously deployed stent in the proximal to mid vessel. Pre-dilation of the lesion appear to restore partial flow to the distal vessel. Additional images show the deployment of a stent in the proximal rca immediately proximal to the previously deployed stent. Subsequent to the stent deployment, further dilatation of the lesion immediately distal to the previously deployed stent was completed. A stent was then deployed across the original target lesion. This was followed by post dilatation of the mid to proximal vessel/stents was completed prior to the deployment of a shorter stent between the ostium of the rca and the newly deployed stent in the proximal rca.

Manufacturer narrative:
(B)(4). Results: caused by another device/drug (previously deployed stent). Conclusion: another device caused failure (previously deployed stent).

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (dislodged). Patients condition affected effectiveness of device (moderately tortuous, heavily calcified with 100% stenosis). Conclusion results - device failure/lack of effectiveness due to patient condition (moderately tortuous, heavily calcified with 100% stenosis).

Event description:
The physician was treating a lesion in the rca with an integrity rapid exchange (rx) coronary stent. The lesion was moderately tortuous, heavily calcified with 100% stenosis. The device was prepped prior to use with no issues noted. The lesion was pre-dilated prior to attempted stenting. The physician was advancing the integrity rx through the guide catheter and, as the physician pulled back, the stent came off the balloon. The physician then used a balloon and deployed the integrity stent where it had dislodged. Additional stents were then used to treat the target lesion. The patient was good post procedure and no clinical sequelae were reported.